Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was crack on the insulin pump and also the bottom was separating from the insulin pump. The customer¿s blood glucose was unknown. The customer stated that there was crack on the battery compartment and she was changing out her reservoir and infusion set and the whole bottom part of the insulin pump was being pushed out of the insulin pump while loading up the reservoir. The customer was declined troubleshoot of the separating bottom portion. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform any test including the displacement, rewind due to detached end cap. The drive support disk was inspected and no anomaly noted.